Event description:
Resident was very restless and weepy. Cnas found her in chair with a (2" l x 1/4" w) skin tear on right calf. Appears to be from hitting right calf against chair.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.